Event description:
It was reported "the balloon pump was easily and correctly, inserted into the right femoral artery. The balloon pump was startedat 1:1 ratio and within a minute received a helium loss alarm. After troubleshooting, the tech noticed/realized thehelium leak was coming from the area where the three different ports (white triangle like area) comes into theballoon pump, there was a slight hole where the helium loss was occurring. The patient was needing to get tothe or for bypass surgery, so the surgeon opted to use several tubes of skin glue, an opsite, and tape aroundthe area and no further helium loss occurred. The patient went to surgery and successful explant of the balloonwas that day". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the balloon pump was easily and correctly, inserted into the right femoral artery. The balloon pump was started at 1:1 ratio and within a minute received a helium loss alarm. After troubleshooting, the tech noticed/realized the helium leak was coming from the area where the three different ports (white triangle like area) comes into the balloon pump, there was a slight hole where the helium loss was occurring. The patient was needing to get to the or for bypass surgery, so the surgeon opted to use several tubes of skin glue, an opsite, and tape around the area and no further helium loss occurred. The patient went to surgery and successful explant of the balloon was that day". No patient injury or consequence reported. The patient's current condition is reported as "fine".